Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00gv4, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The manufacturer's representative reported that the patient noted that she had been explanted a couple months after as it was causing her discomfort and she could feel it in her hip and back. She also said that when it was removed, that a piece of it broke off and was still there, however she said that had not been causing her any problems so she didn't care. Indications for use were noted as gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
It was later reported that the patient believed it was the very end tip of the lead that was left in as she remembered been told by the health care provider.